Manufacturer narrative:
Section d4 - corrected primary unique device identifier (UDI) number.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer and controller board issues. A field service engineer replaced the drawer and pyxis communication bus controller boards to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a display failure. The customer reported that the station screen was black and not working. The issue persisted even after rebooting the station. The user was able to remove the medication and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.